Event description:
It was reported that balloon rupture occurred. The target lesion was located in a liver. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, the balloon failed to cross the lesion. It was then noted that during first inflation at 6 atmospheres, the head end of the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.